Event description:
It was reported that at follow-up, an elevation in capture threshold was noted. Suspected externalized conductors were observed via x-ray. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.